Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 506 mg/dl at the time of admission. It was also reported the customer was vomiting and had severe stomach and back aches prior to being hospitalized. The customer stated the cause of their hospitalization was from dehydration and diabetic ketoacidosis, possibly caused by food poisoning. The customer was hospitalized for two and a half days and was treated with and IV of fluids and insulin. The customer was not wearing the insulin pump at the time the paramedics were called. Customer was unsure how long they had been disconnected from the insulin pump. The customer was advised to monitor their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.